Event description:
Empty containers from this lot were found to have incomplete seals on ctr port which is intended as a filling line, but is sealed to make the bag an empty sealed container for extemporaneous use. The containers in this lot leaked & could not be used.